Event description:
It was reported that the caller experienced a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, after which the error code did not reappear, and the caller successfully started their sensor session.